Event description:
It was reported that the patient experienced pocket stimulation, and the right ventricular (rv) lead had alerted due to low impedance. A polarity switch, short interval counts (sics), and noise were identified. It was further reported that the patient has a superior vena cava stent implanted which the leads pass through. The physician believes the issue is due to lead abrasion from the stent. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2014. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and was obstructed with blood. Visual summary analysis of the lead indicated damage at implant. (B)(4).